Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that the middle button was not responsive mainly at one time it would not go in any direction. Customer stated that the scroll bar was not moving with no input. Customer stated that the numbers were not ramping on their own. Customer stated that the alarm was not in progress at the time when button was unresponsive. Customer stated that the issue was frequent in a couple times. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.